Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced sepsis manifested by respiratory failure and subsequently passed away coincident with automated peritoneal dialysis therapy. The cause of the sepsis was unknown. It was reported that a few days prior to death, the patient was hospitalized for an unknown reason. Treatment for the sepsis was not reported. It was not reported if automated peritoneal dialysis therapy was ongoing up until the time of death or if automated peritoneal dialysis therapy was being performed with a baxter healthcare homechoice device and/or baxter healthcare solution(s) at the time of death. The cause of death was reported to be sepsis, respiratory failure, calciphylaxis, and cellulitis; and it was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced sepsis. Should additional relevant information become available, a supplemental report will be submitted.